Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Device had a disengaged handle with a broken handle link. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of broken handle may occur when the device is exposed to an excessive or improper force. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass procedure, the first device was difficult to toggle and unload. The other device was difficult to load and toggle. Another device was opened to complete the case. There was no patient injury.